Manufacturer narrative:
Intuitive surgical received the instrument associated with this complaint and has completed its evaluation. Failure analysis was unable to confirm the customer reported failure. The instrument was placed on an in-house system and no errors occurred and the instrument engaged and was recognized. However, the instrument pitch cable was found broken on the distal end and did not move in the pitch direction. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the instrument jaws were unable to close and the arm faulted when the surgeon attempted to remove the instrument. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.